Manufacturer narrative:
(B)(4). Evaluation: results: (graft occlusion), (severe vessel tortuousity). Conclusions: (severe vessel tortuousity).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 months ago. Vessel morphology was reported as severe tortuosity. It was reported that 3 weeks post implant the patient presented emergently in the ER with no pulse on the left side and a diminished pulse on the right. One week prior the patient had claudication; however, no intervention was performed. An angiogram was performed and revealed that the mid lcia had a kink in the stent graft and the patient had developed thrombosis. Angioplasty and a fasciotomy were performed and a palmaz genesis stent was placed in the mid lcia. This resolved the occlusion. No additional clinical sequelae were reported, and the patient is fine.